Event description:
The event is reported as: the circuit failed the leak test. The product was very loose at the location where the exhalation tubing connects to the pb exhalation filter. The reported issue was found prior to pt use and during pre-testing.

Manufacturer narrative:
Eval, method - device history record (DHR) review. Results: the DHR was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the reported lot that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specs. Conclusions: CAPA (B)(4) was open in order to document the root cause and corrective action for this issue. CAPA (B)(4) was issued for r&d to document the changes to reduce leaks and disconnections. A follow-up report will be submitted if additional info is received for this issue.